Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. No frozen screen noted. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump had a frozen screen. Customer's father stated he taped the side of the device and it was working. Customer's current blood glucose was 534 mg/dl. The device was stuck on bolus reminder. Battery was changed and full battery was display. Customer's father does not recall blood glucose at the time of the event. Customer stated the buttons were not responding. Customer's father stated the device froze up and it wouldn't do anything. Customer's father does not see any evidence of any damage. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.